Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 failed consistently. The customer stated that the malfunction occurred while the user was trying to issue a medication to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer had failed consistently. A field service engineer tested all pockets and checked the sensors of all drawers in hta, reseated row board cables in several drawers. The system functioned as intended after the field service engineer repaired the device.